Event description:
It was reported that during routine testing of the device at the user facility, the pump would not purge air and water would not circulate through the tank. There was no pt involvement.

Manufacturer narrative:
Device manufacture date is prior to 1993. This complaint was not confirmed. The unit was not serviced by the MFR. The biomed at the user facility replaced the printed circuit board (pcb) and discarded the suspect pcb. No further action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.